Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® z (no additive tubes), an unspecified number of tubes exhibited additive abnormality presenting as white material. Additionally, the blood of an unspecified number of tubes did not separate when spun, it turned brown and granular. Recollection was necessary. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-jan-2026. Investigation summary: bd received 27 customer return samples and one photo for investigation. The photo was reviewed and a white powder was observed in the tubes. The photo does not confirm a sample quality issue; no photos were provided of processed samples. The 27 returned tubes were also inspected. The samples were not contained in their original polybag and eight samples were observed with unseated caps. Additionally, the tubes were also inspected and a white powder was observed in the returned samples. Furthermore, 50 retention samples were inspected and no additive abnormalities or foreign matter was observed. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for foreign matter based on the photos and return samples. This complaint is unable to be confirmed for an additive abnormality or for sample quality (poor plasma). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor foreign matter complaints. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd microtainer® z (no additive tubes), an unspecified number of tubes exhibited additive abnormality presenting as white material. Additionally, the blood of an unspecified number of tubes did not separate when spun, it turned brown and granular. Recollection was necessary. No adverse impact was reported regarding the patient or user.